Manufacturer narrative:
The lot was manufactured january 30, 2018 ¿ february 1, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume infusor ruptured. This was observed during manual fill of the device with an unspecified syringe. There was no patient involvement. No additional information is available.